Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting low out of range shock impedance measurements, another lead was implanted instead. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).